Event description:
The account alleged the emergency trendelenburg does not function. No injury reported.

Manufacturer narrative:
The account changed the hi/low head down valve and the issue remained. The account replaced the emergency trendelenburg valve to resolve the issue.